Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. X-rays were received and review by a third party notes dislocation of the left hip arthroplasty. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04789.

Event description:
It was reported that patient is being considered for a left hip revision due to unknown reasons. However, no revision has been reported to date. X-rays taken on unknown date shows dislocation of left hip arthroplasty attempts have been made and additional information on the reported event is unavailable at this time.